Manufacturer narrative:
Continued: e1: zip code: (B)(6). Phone number: (B)(6). Fax number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported through regulatory agency "periprosthetic capsule stage 3: the breast is hard and deformed, but no pain". This record is for the right side. Device was explanted and it is unknown if the device was replaced. It is unknown if the device will be returned.